Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (damaged with moisture) issue. It was reported that the display was scratched, unable to be safely read, and that moisture was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, multiple scratches were observed on the display lens. There was visible moisture corrosion in the battery compartment. Unrelated to the complaint, a battery compartment crack was observed. A leak test revealed a leak from the battery compartment crack. The pump was opened and there was no moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.